Event description:
It was reported that the patient presented remotely via (B)(6), transmission. Analysis of the transmission noted that the right atrial (ra) lead exhibited noise oversensing that caused false episode being recorded. No programming changes were made and the patient continued to be monitored. The patient was stable throughout.